Event description:
It was originally reported that the pt never experienced therapeutic effects. The pt is still having problems with her device after being reprogrammed. Surgical intervention is planned to address the situation. Further info is being requested from the hcp.